Event description:
It was reported that the patient presented for an in-clinic follow-up. It was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was explanted and replaced. Patient was in stable condition.